Event description:
Pt hospitalized for hypoglycemia. Pump not returned for evaluation.

Event description:
Pt hospitalized for hypoglycemia. Pump returned to company by third party for evaluation, passed all test and returned to customer through third party.